Event description:
Customer reports to have a blank display screen. Customer's blood glucose was 70 mg/dl. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. The insulin pump was monitored and no blank display was noted. No damage to the isolation tape was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.